Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter (left), emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates the healing collar loosened and fell off, requiring rethreading. The alleged event is non-verifiable with the information provided. The product was not returned for inspection. A root cause for the event could not be determined as the necessary information to adequately investigate the reported event was not provided. Regard customer error in assembly and collar selection. No immediate corrections are required as this event is not thought to be the result of a manufacturing deviation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. UDI: (b)(4.

Manufacturer narrative:
(B)(4), patient ID was not provided, age was not provided, patient weight was not provided, product has not been returned. Product was discarded.

Event description:
The dentist reported that the healing abutment (h345) had actually came out. Doctor attempt to reseat it and would not go in and other healing abutments would not go in. He found implant was threaded. He did use rethreading tool and was able to seat another abutment.